Manufacturer narrative:
Additional information received indicated "non-invasive" blood pressure module (instead of "invasive").

Event description:
The customer reported the device showed a system report error for expired non-invasive blood pressure module. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
The customer declined service from philips.

Event description:
The customer reported the device showed a system report error for expired blood pressure module. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.